Event description:
On 11/16/1998, the physician informed the manufacturer's sales representative of the following: there were no specific patient cases. The device catheters were suddenly experiencing problems with leaking, pinhole pricks below the y-site and increased infection rates. No devices are available to be returned to the manufacturer for analysis. No further details were provided.